Event description:
The user facility reported their reliance synergy washer was leaking water onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was unable to determine the quantity of water which leaked as it was cleaned prior to his arrival. The technician evaluated the unit and found the drying piston valve was broken. The technician replaced the drying piston valve, ran a test cycle and confirmed the unit was operating to specification. The unit was installed in july 2009 and is currently not under a steris service contract.